Event description:
It was reported that the patient had a urinary tract infection. It was noted that the patient had never used a catheter since they left the hospital. It was reported that the hospital told that the patient ¿was getting urinary tract infection (uti) from the pump therapy¿. It was noted that it was unclear if the patient had an infection or if the patient was ruling out an infection. It was reported that the patient¿s pump was being used to infuse lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).